Manufacturer narrative:
The reported event of device being in backup mode was not confirmed. As received, the device had normal telemetry communication and output. Device image indicated that product code was reloaded in the field. A malfunction based on analysis was found. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device was found to be in backup vvi mode. The device was restored and reprogrammed to its previous programmed settings. A longevity estimation was performed indicating that the device had approximately 1.5 years of battery remaining. The patient is pacemaker dependent. The physician decided to explant the device, and a new device was implanted. The patient was discharged home with no adverse events or complications.